Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. Post impella cp implant, the placement signal showed lots of artifacts and was unreliable. The impella was manipulated several times in an attempt to fix the reported observation but was unsuccessful. As a result, impella was explanted and replaced with a new device.